Event description:
The manufacturer received information alleging a ventilator's nurse call connection malfunctioned. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer's service center for evaluation, and the customer's complaint was confirmed. The ventilator's nurse call connector was replaced to address this issue.